Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "severe pain, and mental anguish. I'm worried things will get worse."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: degenerative disc disease, l4-5, l5-s1. Lumbar radiculopathy. Intractable back pain. L4-5 spondylolisthesis and underwent the following procedures: l4-5 anterior interbody arthrodesis (lateral approach). Application of anterior biomechanical device, l4-5. L5-s1 transforaminal lumbar interbody arthrodesis. Harvest of local bone graft. Segmental stabilization, l4 through s1. As per op-notes,¿ diskectomy was then completed using pituitary rongeurs, curets, and endplate scrapers. The contralateral annulus was then penetrated using a 6-mm box cutter. The endplates were judged to be appropriately prepared tor arthrodesis. The interspace was measured tor appropriate graft size and a 12 x 10-mm lordotic spacer was then prepared. Lt was filled with bone morphogenic protein that had been prepared according to manufacturer's instructions. The cage was advanced into the l4-5 disk space and was judged to be in good position based on ap und lateral fluoroscopy.¿ the patient tolerated the procedure well without any intraoperative complications.